Event description:
During a ptca procedure, a dissection occurred with the balloon catheter inflated. Attempts to stent the dissected area were unsuccessful and the pt underwent emergency CABG surgery. Pt status is listed as "ok."